Manufacturer narrative:
The site's policy is that a 3rd party is to evaluate the equipment so no product will be returned to valleylab at this time for investigation. Requests for information on location of burn, procedure and specific prep used have been declined. If the site provides information on the 3rd party evaluation, a follow-up report will be submitted.

Event description:
The report stated that a spark from e2516h pencil or cable caused drapes to catch on fire. They were using an alcohol based prep. Initial report from the site was 1st degree burn, skin red on which they used ice pack. Patient stay extended overnight for observation. Later site reported that patient at discharge appeared to be more than first degree. At discharge treatment was with silvadine.